Event description:
Reportedly, 4 episodes of atrial fibrillation treated inappropriately with atp were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 4 episodes of atrial fibrillation treated inappropriately with atp were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. H11. Corrected data: g3.3. Date received by manufacturer changed to 27/02/2023 as investigation closed.